Event description:
The user facility reported a 75-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient on impella support was found to have a thrombosis and had to have it surgically removed. After the procedure the patient returned to the ICU on impella support. The support lasted for just under 6 days.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported thrombus issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.